Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report that the battery was low and then the insulin pump shut off. The customer inserted a new battery but the display remained blank. The customer's blood glucose reading was 3.9 mmol/l. Customer stated that the display was on for less than 30 seconds. The customer stated that the battery cap was not corroded or damaged. Customer was advised to monitor the device and to call back if problems persisted.